Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (tsvt4b13) was removed due to periimplantitis. Bone loss and lack of integration was also reported. Site was bone grafted. Tooth location 7.

Manufacturer narrative:
One imp,tsv,4.1,13,mtx,mg (tsvt4b13) was returned for investigation. Visual inspection of the as returned product identified signs of wear and debris about the implant threads and vent. The product matched print specifications where measured against drawing pd-tsvt4b13 rev b. No pre-existing conditions were noted on the per. The reported product was located on tooth # 7 and used for approximately 6 months. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63148049. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st2828) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63148049) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events (bone loss + periimplantitis) or product (tsvt4b13). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.